Manufacturer narrative:
The insulin pump received with frozen display. Problem isolated to interface board. No blank display or constant tone noted. The insulin pump had scratched lcd window.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading is 250 mg/dl. After a ten minute rest, the display is blank. Customer had left the battery out of the insulin pump for more than ten minutes. Caller stated that the insulin pump has cosmetic damage. Advised caller that the insulin pump will be replaced. Nothing further reported.